Manufacturer narrative:
A ge representative evaluated the system and checked a power supply, but could not duplicate the reported problem or find a problem in the system. System is operating as intended.

Event description:
The customer reported the system alarmed and shut down after boot up. No patient injury was reported.